Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1067, cer option type 1 tpr sleve +3, 376600; 650-1058, cer bioloxd option hd 40mm, 936160. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00693, 0001825034-2019-00694. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient expired due to septic left hip that occurred postoperative left hip replacement. The patient's left hip was revised once due to pain, pseudotumor and corrosion adverse tissue reaction and again due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.